Manufacturer narrative:
The problem was due to the presence of tiny dots in the mirror cavity. We are unaware about pt injury.

Event description:
The laser system has the following problem: "laser showed low energy". No adverse effects to pt were reported.